Event description:
Medwatch report number: (B)(4). It was reported that in 2019, a 25mm trifecta gt valve was implanted in a patient to replace a congenital bicuspid aortic valve with severe stenosis. The patient. In 2024, the patient reports having difficulties breathing with exertion (walking up hill, etc.), and wheezing. The patient also experienced severe diarrhea, and continual g.I. Discomfort leading to several tests in 2024. A fecal calprotectin test showed slightly elevated levels of 128 ug/g. The g.I. Doctor suggested a colonoscopy to determine cause. It was thought that this could not be done due to trifecta gt aortic valve deterioration. In the same year, the patient went in for a routine cardiology exam with 12-lead EKG and showed no issues. An echocardiogram was also done as a precautions and showed elevated left atrial pressure, grade 2 left ventricular diastolic dysfunction, and the left atrium severely dilated with a volume index of 62 ml/m2. The aortic valve, which was not well visualized, showed the bovine bioprosthetic valve with mildly thickened cusps & moderate regurgitation. The patient was hospitalized and a transesophageal echocardiogram showed the valve had significant deterioration, with severe eccentric posteriorly directed regurgitation noted inside the struts, and trace paravalvular regurgitation. There was a holodiastolic flow reversal in the descending thoracic aorta, but no stenosis. The physician advised open-heart surgery (savr) again as a transcatheter aortic valve replacement (tavr) procedure would cause coronary artery blockage. The surgery is scheduled for some time in 2025. This caused the patient to have severe situational depression. In 2025, the patient called requesting a second option and was referred to another specialist, who mentioned the possibly of a tavr with a basilica procedure. The patient canceled the savr procedure and scheduled the tavr procedure instead, pending approval by the hospital. In 2025, the patient experienced increasingly severe breathing difficulties when moving or reclining, fatigue & despondency. The patient was successfully approved for the tavr procedure with basilica and had a tavr placed. The elevated calprotectin symptoms have since seemed to improve without further g.I interventions.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Medwatch report number: mw5167959. It was reported that in 2019, a 25mm trifecta gt valve was implanted in a patient to replace a congenital bicuspid aortic valve with severe stenosis. The patient. In 2024, the patient reports having difficulties breathing with exertion (walking up hill, etc.), and wheezing. The patient also experienced severe diarrhea, and continual g.I. Discomfort leading to several tests in 2024. A fecal calprotectin test showed slightly elevated levels of 128 ug/g. The g.I. Doctor suggested a colonoscopy to determine cause. It was thought that this could not be done due to trifecta gt aortic valve deterioration. In the same year, the patient went in for a routine cardiology exam with 12-lead EKG and showed no issues. An echocardiogram was also done as a precautions and showed elevated left atrial pressure, grade 2 left ventricular diastolic dysfunction, and the left atrium severely dilated with a volume index of 62 ml/m2. The aortic valve, which was not well visualized, showed the bovine bioprosthetic valve with mildly thickened cusps & moderate regurgitation. The patient was hospitalized and a transesophageal echocardiogram showed the valve had significant deterioration, with severe eccentric posteriorly directed regurgitation noted inside the struts, and trace paravalvular regurgitation. There was a holodiastolic flow reversal in the descending thoracic aorta, but no stenosis. The physician advised open-heart surgery (savr) again as a transcatheter aortic valve replacement (tavr) procedure would cause coronary artery blockage. The surgery is scheduled for some time in 2025. This caused the patient to have severe situational depression. In 2025, the patient called requesting a second option and was referred to another specialist, who mentioned the possibly of a tavr with a basilica procedure. The patient canceled the savr procedure and scheduled the tavr procedure instead, pending approval by the hospital. In 2025, the patient experienced increasingly severe breathing difficulties when moving or reclining, fatigue & despondency. The patient was successfully approved for the tavr procedure with basilica and had a tavr placed. The elevated calprotectin symptoms have since seemed to improve without further g.I interventions.

Manufacturer narrative:
An event of central regurgitation and structural valve deterioration was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, a cause for the reported structural valve deterioration could not be conclusively determined. A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter despite their reported presence, or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) could not be confirmed as the valve was not returned for histopathological examination. The patient effects of dyspnea and regurgitation could not be determined. The reported surgical intervention was a result of case-specific circumstances, as the valve-in-valve was performed.